Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject balloon catheter was inspected, and perforation was noted at the distal end of the balloon. There were no other visual anomalies noted to the device. For functional inspection, an attempt was made to inflate the subject balloon, but the catheter was blocked with contrast. The distal catheter shaft was cut in an attempt to inflate the subject balloon. The subject balloon was attempted to be inflated and noted to be leaking at the tear/hole/perforation. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿balloon has burst¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Flush was given when the device was taken out from the dispenser hoop. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. There was patient involvement. A 3ml syringe was used to inflate the balloon. The correct inflation medium was used to inflate the balloon as per the dfu. The device was not inflated over nominal pressure or excessive pressure used. The balloon was able to be successfully inflated/deflated during preparation. A 50:50% contrast was used during preparation. The leakage was noted inside the patient during inflation, balloon collapse. No resistance occurred during the guidewire insertion or during inserting the balloon through catheter. The catheter was flushed to facilitate guidewire insertion. A guidewire was used. A 1 ml syringe was used to inflate the balloon while it was inside the patient. During analysis, the subject balloon catheter was inspected, and perforation was noted at the distal end of the balloon. There were no other visual anomalies noted to the device. In the case of this complaint, it is possible that the device may have been damaged during the procedure due to anatomical factors. The patients anatomy was reported to be moderately tortuous. An assignable cause of procedural factors will be assigned to the reported and analyzed defect ¿balloon burst/ruptured during use¿, ¿balloon leaked during use¿ and ¿balloon failed to inflate¿ along with the additional analyzed defect ¿balloon catheter shaft blocked/occluded' and 'balloon has hole/perforation during use' as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that the subject balloon collapsed during inflation inside the patient leading to balloon burst and leakage during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿balloon has burst¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Flush was given when the device was taken out from the dispenser hoop. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. There was patient involvement. A 3ml syringe was used to inflate the balloon. The correct inflation medium was used to inflate the balloon as per the dfu. The device was not inflated over nominal pressure or excessive pressure used. The balloon was able to be successfully inflated/deflated during preparation. A 50:50% contrast was used during preparation. The leakage was noted inside the patient during inflation, balloon collapse. No resistance occurred during the guidewire insertion or during inserting the balloon through catheter. The catheter was flushed to facilitate guidewire insertion. A guidewire was used. A 1 ml syringe was used to inflate the balloon while it was inside the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon burst/ruptured during use¿, ¿balloon leaked during use¿ and ¿balloon failed to inflate¿

Event description:
It was reported that the subject balloon collapsed during inflation inside the patient leading to balloon burst and leakage during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject balloon collapsed during inflation inside the patient leading to balloon burst and leakage during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.